Event description:
Customer reported receiving imprecise meter readings of lo (less than 20mg/dl) and 487 mg/dl on their precision xtra meter obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the "d" zone showing the difference in the values are considered clinically significant. There was no report of adverse event, death or mistreatment associated with this case.

Manufacturer narrative:
The product was returned, investigated and the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.